Event description:
Customer reported an extension set leaked; the set was not saved for examination. There was no patient harm or medical intervention. No add'l event or patient info was provided.

Manufacturer narrative:
(B)(4). Product was discarded by customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of the reported failure was not identified.